Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the posterior tibial artery (ata). A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 3 bar, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.